Event description:
It was reported that an ilet pump displayed a low-battery alert and failed to gain charge despite being connected to power and indicating that it was charging, consistent with a device power or battery malfunction. Symptoms included no clinical effects reported. Outcomes included replacement of the device and instruction to shut down the pump to prevent further alerts, with continuation of glucose monitoring via dexcom app or receiver. Investigation included review of user report and logistical verification steps. Investigation of this case revealed a suspected internal battery or charging system failure. It was concluded that the device experienced a malfunction related to the power subsystem, and a replacement device was provided.